Event description:
Consumer alleges that he had a chair that the vinyl seat upholstery was pulling away from the hardware screws that fasten the upholstery to the frame. Consumer did not know if the chair was an invacare chair and had no additional information.

Manufacturer narrative:
(B)(4).